Manufacturer narrative:
The customer informed stryker that there was no patient involved with the reported event. It was observed when performing a self test. Section a and health impact code have been adjusted accordingly.

Event description:
A customer contacted stryker to report that their device had powered off twice during patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device had powered off twice during patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed that the battery was loose and occasionally lost contact. After inserting the battery properly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.